Event description:
It was reported that the patient was experiencing over stimulation and loss of stimulation following an impact to the ipg where it was caught on a doorway. The patient was also having connectivity issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.